Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva (ethylene vinyl acetate) bag was leaking from the administration port. The leak was observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.